Event description:
It was reported that the implant was removed due to pain. Patient saw dds for impression appt and had pain when dentist was working on it. Due to pain implant was removed on (B)(6) 2024 and bone graft was placed. New implant placed on (B)(6) 2025. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Zimvie received one (1) ct3111, (B)(6) dental implant, 3.1mm diameter, 2.9mmd platform, 11.5mm length) for evaluation. Visual evaluation of the as returned product identified signs of use but no apparent signs of malfunction. DHR review was completed for the subject lot number 1277238. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1277238 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, device malfunction did not occur. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.